Event description:
The facility reports the sling came off the hanger bar. The patient fell to the floor, suffering minor injuries. It was originally reported the resident was being transferred using a toileting sling. The customer later reported it was a standard style sling. The resident suffered a contusion to the head and a skin tear to the right leg and was taken to the emergency room.